Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer was unable to get the erbe ground pad icon to turn green for monopolar energy. They replaced the grounding pad and cable, placed the pad on their arm; however, the issue persisted. The customer continued the procedure by using bipolar energy. The procedure was completing with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "unable to get the ground pad icon to turn green". The iesu was tested using the system, the neutral electrode is not detected and the neutral electrode icon does not turn green. The internal error log showed no error. Root cause is attributed to defective generator.

Event description:
Refer to h11 for follow-up information.